Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No fragments were generated; no other medical intervention was required. Concomitant device reported: unknown screwdriver (part and lot number unknown, quantity 1)

Manufacturer narrative:
A product investigation was completed: our investigation shows that the washer is broken in to two pieces as complained. Microscopic examination of the washer shows that the inside diameter is damaged and the gold anodized color is abraded. At the underside of the implant is clearly visible that the edges (close to the inner diameter) are slightly bent outwards. The thickness of the washer got measured. The measuring result does show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was ticp (titanium) as required. Additionally the broken surface is homogenous what indicates the material conformity. Based on the provided information and without having all involved parts, we are not able to determine the exact cause of this complaint. Due to the visible damages, it is likely that the screw (which was from another company) came excessively in contact with the washer and finally a mechanical overload situation has led to the breakage of the implant. It is not advisable to mix synthes products with those of different manufacturers, since designs, materials, mechanics, and construction are not harmonized. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Other number¿UDI: (B)(4). Implant and explant dates: due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Initial reporter¿s phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: jul 25, 2016. Expiration date: jul 1 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the washer was broken intraoperative during a procedure to treat a femoral neck fracture on (B)(6) 2016. The surgeon used a competitor¿s 6.5mm) cannulated cancellous screw (ccs). The surgeon cut very small part of the skin and he conducted the following surgical procedural steps: insert guide pin, measured the bone inner of the guide pin, drilled only forefront and inserted a screw. To minimize the exposure to radiological imaging, he marked the driver and inserted the screw. When he inserted it to the mark and checked image, the washer was broken. The surgeon commented that he didn¿t insert forcibly. He extracted the washer and inserted another ccs without any issue. There is no information available about patient and surgical outcome. There was a surgical prolongation of 20 minutes due to the reported event. Concomitant device: one (1x) unknown screwdriver. This is report 1 of 1 for (B)(4).